Event description:
Urethral catheter placed by urology resident, balloon inflated, at end of the procedure, catheter came out without balloon being deflated. Balloon retested and with slight pressure, water used to inflate balloon came out through end of catheter where urine drains.